Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the drive support cap was loose and insulin pump was not bumped or dropped but had crack at the bottom. The customer's blood glucose level was 225 mg/dl at the time of incident. The customer will return insulin pump for analysis.

Manufacturer narrative:
Pump was received with detached end cap. Drive support disk was inspected and no anomaly was noted.